Manufacturer narrative:
A ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's front panel/keypad led pca was replaced to address the issue. The device failed a step during testing. The device's keypad was replaced to address the issue.

Event description:
The MFR received info alleging a ventilator's power button was broken. The device was not in pt use.